Event description:
During priming of the heart lung pack, the vernay valve leaked. Further inspection indicated that the valve had separated at the luer lock connection at the top of the arterial filter. The customer experienced three incidences of this problem. There was no pt involvement, because the valves were changed out prior to the case.